Manufacturer narrative:
Evaluation: method: other - device history record review. Results: other - device history record review for the lot number provided showed no issues or discrepancies related to the complaint description. Conclusions: other - the root cause is undetermined. The device sample was not returned for evaluation at the time of this report. A corrective action is implemented for the reported issue (mold reparation). A follow-up report will be submitted if additional information is received for this issue.

Event description:
The event is reported as: there is leakage between the cap and bottle, and no nebulization. The issue was detected prior to patient use. No patient injury reported.